Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down due to insufficient battery power. Reportedly, the customer used multiple power cables and the pump did not turn back on after being plugged into a power source for multiple hours. Customer's blood glucose level was 200 mg/dl. Customer stated they have back up manual injections for continued insulin therapy.